Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during a manual prime. The customer had already changed the infusion set, but the issue persisted. The customer stated that she was able to complete the rewind sequence a few times without receiving any alarms. The customer's blood glucose was 500 mg/dl. The customer treated herself with a bolus. The customer stated that she could push out insulin manually from the reservoir to the tubing but that she received an alarm afterwards. The customer stated that she would call back the next day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.